Event description:
The patient's legal guardian (lg) reported the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod for between 25 and 36 hours. They noticed the pod was leaking and was unsure if the cannula was properly inserted into the infusion site (leg). The pod was removed and an insulin pen was administered to lower the blood glucose levels. A new pod was applied and the pod was replaced.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.